Event description:
Information was received indicating that during testing, a smiths medical (B)(6) pump exhibited lec (B)(4). No patient was involved in this event. No adverse effects were reported.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited lec 46181. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Pump was found to be displaying "46181" error code alarm message on power up. A faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.